Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had a recoverable error 650 and a message that the e-200 had a error and needs to be restarted. Prior to calling customer restarted the system and when the system came back up the robot jumped and arms jolted out about 2 inches. Surgeon stated he feels the system is unsafe and does not want to perform his scheduled procedures on monday. Surgeon is proceeding as planned for the current procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. The system was restarted multiple times during testing. Energy activation was thoroughly tested on the e200 with both consoles and all foot pedals. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and field service engineer's (fse) field evaluation. The fse performed a system test drive and tested energy activation. The fse reviewed the system logs with no related errors. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.